Event description:
It was reported that the patient experienced inadequate stimulation to an increased pain in the back. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable and a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was discarded per facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.